Manufacturer narrative:
B3: month and year of event have been provided, day is unknown. D10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Health impact, and evaluation codes: updated. One device was received. Visual inspection noted no cracked cases. Functional testing was unable to duplicate the complaint. The pump was found to be within manufacturing specifications and no related evidence was found in the device history/error log. The complaint was not confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No actions taken as the complaint was not confirmed.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the complete dosage of medication was not received by the patient. The pump was checked - the volume and rate were correctly programmed. The patient denied having any issues with pump. The cartridge was correctly installed on the bottom of pump. Medication was taken to the pharmacy for inspection. There were a few air bubbles in line. The pharmacist checked the picture record and the volume was the correct amount instilled into the bag. No patient injury was reported.